Event description:
It was reported that the lead exhibited noise, and the lead failure predictor triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(4) 2012 15:34:40. Sensing - oversensing: 9 - ventricular nst<=210 ms between (B)(4) 2012 11:05:08 and (B)(4) 2012 11:26:56.

Event description:
It was reported that the lead exhibited noise, and the lead failure predictor triggered. It was further reported that the lead apparently fractured, and was explanted and replaced. No patient complications have been reported as a result of this event.